Event description:
Customer reported a leak in the reservoir during pt use. The device contained 25ml of 5fu and 20ml of saline. There was no pt injury or medical intervention required. No additional info is available.